Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite but was unable to identify any issue, as the system was working with full functionality. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported low disk space issue didn¿t impact on the completion of the procedure. The procedure was completed as planned by restarting the system as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor turned off, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.